Manufacturer narrative:
UDI: (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was at 200mmh2o. The valve was visually inspected; no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no issues found. The valve was reflux tested; the valve passed the test. The catheter was then irrigated; no occlusions noted. The valve was then pressure tested; the valve passed the test. A review of manufacturing records found that the device conformed to specification prior to distribution. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was occluded after implantation and was revised. The valve was implanted to the patient. Date of implant and initial setting are unknown. It was reported that the valve was occluded, so contrast examination was done that revealed the fluid was obstructed. The revision surgery was performed via v-p shunt. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.